Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump for cerebral palsy and intractable spasticity. It was reported the patient was hospitalized last night with seizures and had an MRI of the head. It was noted the patient had an intracranial brain shunt and they were ruling out concerns associated with that. The hcp also reported they heard the pump alarming early in the MRI and shortly thereafter and then it ceased to alarm. Discussed MRI labeling. The hcp requested the company representative (rep) to check the pump status.